Event description:
Damaged upper lip [lip injury] snapped off...fell off...broke at the top - oral-b [device breakage]. Case narrative: 37-year-old female consumer via phone stated that the oral-b pro 1 toothbrush, type 3791 broke at the top and snapped/fell off. The metal pin poked her in the face and damaged her upper lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.